Manufacturer narrative:
No components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera intermittently did not see the imaging system's led's. There was no patient present when this issue was identified.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that gpio (general purpose input/output) board was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The gpio was returned to the manufacturer for analysis. Analysis found no fault with this component. If information is provided in the future, a supplemental report will be issued.